Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported he is questioning the bolus adviser calculation. No adverse event reported. No product will be returned for evaluation.